Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. It was indicated that the patient was under 2 years old, which is off-label usage of the device. The patient experienced skin reactions monthly since (B)(6) 2020. The patient developed redness, itchiness, and pus under the sensor patch and pus at the sensor insertion site by day 7 of sensor use. He was evaluated by his physician at least once a month who prescribed oral clindamycin (antibiotic). In addition, he had been hospitalized twice, in (B)(6) 2020 and treated once in the emergency department. The specific insertion dates and sites were not provided. No additional patient or event information is available.